Event description:
Home pt did not receive replacement home choice device for apd therapy, as originally scheduled, due to a delivery error by the contract courier. After (1) missed dialysis treatment, pt presented to hospital with shortness of breath and was hospitalized for 6 days. (8/7-8/13). Pt was dialyzed in hospital and drained of 10 pounds of fluid which had contributed to the shortness of breath, as the pt has chronic obstructive pulmonary disease and re-absorbs fluid during the day, rn also noted pt's treatment had not yet been firmly established as they were still monitoring his re-absorption rate.